Event description:
It was reported that, one day post implant, this device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was noted that the physician did not perform device interrogation prior to the implant of this device. Boston scientific technical services (ts) was consulted and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Information was received from the local field representative that this device was not interrogated prior to being implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed a low voltage alert, code 1003, was recorded prior to implant and the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. At the time of implant, the battery on this device had already recovered to normal operation and was safe to implant. However, because the device was not interrogated (as recommended per labeling) prior to implant, the alert was not identified. Instead, the alert was identified one day post implant, when the device was interrogated for the first time. When boston scientific technical services (ts) was contacted, it was suspected that the alert condition occurred while implanted, therefore a recommendation was made to replace the device. This appears to be the case with this device. The battery did recover after the device was removed from the cold. Analysis determined the first recorded instance of code 1003 occurred on (B)(6) 2020. As such, the event date has been modified from (B)(6) 2021 to (B)(6) 2020 accordingly.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, one day post implant, this device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was consulted and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.